Manufacturer narrative:
Concomitant medical products: product ID 419388 lead, implanted: (B)(6)2007, 693565 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.